Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is september 16, 2015.

Event description:
Boston scientific received information that this system was explanted due to a (B)(6) infection. No return of product is expected and no other adverse effects were reported.